Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating sensor glucose versus blood glucose differences from the sensor. The customer stated that her pump alarmed threshold suspend and her sensor reading was 40 mg/dl while her actual meter reading was 170 mg/dl. The customer stated that her sensor and meter readings are far out of sync. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer will call back to troubleshoot.